Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the suction channel, reprocessing of the device was likely insufficient. The event can be detected by following the instructions for use sections below: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿cap distal part damaged, worn glue, poor angulation, crushed inner tube¿ was confirmed. The following findings were noted during device evaluation: grip has a scratch, air/water-cylinder has discoloration, suction-cylinder has discoloration, due to a crack on scope cover-case unit, water tightness is lost, circuit board unit in scope-connector has discoloration due to water leakage, plug unit has corrosion due to water leakage, cable unit has discoloration due to water leakage, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet specifications, objective lens has a crack, light guide lens has a crack, and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope cap distal part damaged, worn glue, poor angulation, crushed inner tube during maintenance. During inspection and evaluation, the air/water tube has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.